Event description:
Dexcom g7 failure. The units have failed 7 times in the past 4 months. There is a major issue with this product. It's being destroyed on all social media and dexcom review sites for its inability to work as designed. Calling the manufacturer failed to solve issue. Sorry it should be fixed later in the year outsourcing product to another provider have been cited. All failed. Please open an investigation into their practices. I'll likely be deceased when it's taken seriously or resolved. Patient code: 4582. Device codes: 3023,1506. Ref reports: mw5179011, mw5179012, mw5179013, mw5179014, mw5179015, mw5179016.